Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the fowler was stuck elevated.  There was no patient involvement.

Manufacturer narrative:
The device was evaluated in the field by a service technician and the issue was confirmed; it was determined the device had an alignment issue. The device was repaired and returned to service.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the fowler was stuck elevated.  There was no patient involvement.